Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an error occurred while accessing the test server. A technical support specialist dialed into the test server and encountered an error while attempting to access the application. The issue occurred only in the test environment, as the production application was functioning without errors. It was observed that the server had been running continuously for an extended period. After obtaining customer approval, a server reboot was performed. Following the reboot and system stabilization, the server came back online, and successful login to the application was confirmed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported had authentication error when trying to log on to es test server named abq-pyxis-test.ernest.health.inc, ip: 10.30.1.108 there were no adverse events or injuries reported based on this event.